Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape did not stick due to perspiration during physical activity. The patient replaced the infusion set. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.